Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported that the infusion of ns was noted to be leaking from the tubing filter. When the clinician was changing the tubing the bifuse was stuck in the maxzero connector and broke. The tubing and connector were changed. Since this event the patient was diagnosed with a blood stream infection (clabsi). The patient was treated with an unspecified antibiotic with no report of lasting harm. This report is for the leak from the filter.